Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was pushed in a lake with their insulin device attached to them. The customer has a blood glucose level was 206 mg/dl. The customer states that there is fluid/moisture in the device. The insulin was exposed to moisture and fluid but functions as normal except for a few more alarms than normal. No button error was present. The customer was advised to monitor the pump for any further issues. The caller was customer's mother. No further information was provided.